Event description:
I had essure implanted in (B)(6) 2006. Since then I have had increasingly bad migraine type headaches, that no medication helps. I also have a pain in my right ovary area that gets a stabbing like pain when I cough, sneeze or stand up too fast. I have recently within the past year, started to get a brain fog and weight gain (even with diet and exercise). My periods have become much much heavier and a lot more painful. I also get blood clots about the size of a golf ball, all throughout my period. I have stomach problems including heartburn daily, and I am fatigued all the time. My face and my back break out and it never did before.